Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of sinus infection deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported via company representative that a patient was injected with juvéderm® voluma¿ xc in cheeks and chin about a year and a half ago. Patient reported that "heir face feels swollen, have all these nodules, cheeks are lumpy, and their chin is sore". Hcp believes it might be a sinus infection because of their antibiotics, deemed not device related. Patient has been to emergency room. Patient has been treated with prednisone and the swelling is somewhat under control the left side of the face is definitely more swollen. Symptoms are ongoing.